Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, they observed intermittent images or no image at all. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was sent to the customer and the reported glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable but was unable to confirm the reported image issue. When connecting the customer's glidescope core smart cable to known, good, test verathon equipment, the video feed on the test monitor produced a normal image. The camera image quality test was performed and passed for the glidescope core smart cable. Upon completion of the evaluation the customer's glidescope core smart cable was scrapped as it had already been replaced prior to its return for evaluation, and there being no repairs available for the device. No further investigation is required at this time. Verathon will continue to monitor for trends.